Event description:
It was reported that this lead was surgically abandoned due to acute increase in impedance> 3000 ohms and increase in thresholds. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).